Event description:
This 34 year old female underwent bilateral augmentation manoplasty with double lumen mcghan implants in 1984. The right implant nearly became incapsulated almost immediately and could not be moved. Patient underwent right ablative capsulectomy and exchange of right implant on 6/30/92. The implant appears grossly intact with no evidence of leakage of its contents. The implant contains a small amount of brown watery fluid suspending a moderate amount of brown-gray particulate matter. The capsular tissue demonstrates a dense fibroinflammatory changedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.